Event description:
The user reported that the catheter broke into two pieces while injecting contrast. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. A follow-up report will be submitted when the evaluation has been completed.